Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high out of range shock impedance measurements greater than 125 ohms. A chest x-ray was performed and this lead was fractured. The fracture was believed to be due to subclavian crush. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. The product is not expected to be returned. No further complications were reported.